Event description:
B braun product - ultrasite - horizon pump sets. In two different sets the tubing pulled away from the white ultrasite. One from the distal end site from the bag, and the other from the proximal site. In one case, the pt developed back flow of blood - and lost approximately 300 ml of blood. Both situations are a disruption to sterile tubing and did not get intended drug therapy. Outcome of patients seems ok. This is serious. They were not glued in well enough. I have both tubings. Lot number unk. Dates of use: 2009, about a month stock. Event abated after use stopped or dose reduced? Yes.